Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: one (1) controller (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Based on the available information, (B)(6) was the primary controller in use during the reported event. Review of the available autologs report revealed a controller fault alarm logged on (B)(6) on (B)(6) 2025 at 10:28:04, indicating an issue with the internal battery. Of note, based on information provided on the autologs report, the controller had been in use for more than two (2) years. Furthermore, review of the alarm log file associated with (B)(6) revealed two (2) vad disconnect alarms logged on (B)(6) 2025 at 12:58:29 and 14:08:24, indicating physical disconnections of the driveline from the controller, likely during the reported controller exchange. As a result, the reported event was co nfirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 5076-45, 6935m55 leads, & ddmb1d4 ICD; implant date: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pioneer controller was involved in an event where a controller fault alarm occurred due to an internal battery issue. The controller was changed as a resolution. The site reported no motor start events in the data files, and after the uneventful controller exchange, there were no higher-than-expected powers during the motor start. The ventricular assist device (vad) started on the first attempt. No patient complications have been reported as a result of this event.